Manufacturer narrative:
The following is the final corrected information: the production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. After initial investigation by the company designee, the safety disk was suspected to be the cause and was replaced on 18 aug 2017. The iabp was returned to the department and cleared for clinical use. (B)(4).

Event description:
The company designee reported that on (B)(6) 2017, they received a complaint from the hospital that the intra-aortic balloon pump (iabp) was emitting a ¿gas loss in iab circuit¿ alarm. According to user this alarm occurred during the 2 hourly autofill procedure. When the alarm occurred, the user checked for blood in the catheter and the position of the balloon. After they ensured there was no blood and the position was correct, they replaced the cardiosave with another iabp to continue with the procedure and quarantined the defective iabp. There was no patient injury or adverse event associated with this event. This report references the1st of 2 events that occurred with the same iabp on different patients.